Event description:
A patient contacted baxter regarding assistance with ending therapy. The patient stated that there was a hole in the tubing of her transfer set and she had already spoken to her nurse, and that the nurse advised ending therapy. No injury or medical intervention was reported.

Manufacturer narrative:
Sample availability unknown. If sample becomes available, a follow-up will be submitted.